Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3. A xtw lot: 31206r1091 was chosen for implantation. Seconds after deployment, the clip detached from the posterior leaflet. Two additional xt mitraclips were implanted to stabilize and reduce mr. The patient was reported to be stable. There was no tissue damage and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation is due to challenging patient anatomy (thin or friable leaflets). The reported poor imaging is due to a combination of patient anatomy and the device itself, per case details. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.